Event description:
It was reported that the subject device (target 4x8 coil) was successfully deployed in the aneurysm. During repositioning of the next coil (target 3x4 coil) in the aneurysm, the subject device came back into the microcatheter. Both coils became jammed inside the microcatheter and the devices were removed together from the patient and replaced with other ones. No issues occurred during removal of the devices and there were no clinical consequences to the patient.

Manufacturer narrative:
The subject device has not been returned.

Event description:
It was reported that the subject device (target 4x8 coil) was successfully deployed in the aneurysm. During repositioning of the next coil (target 3x4 coil) in the aneurysm, the subject device came back into the microcatheter. Both coils became jammed inside the microcatheter and the devices were removed together from the patient and replaced with other ones. No issues occurred during removal of the devices and there were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination revealed that the subject device was returned in a microcatheter. It was not attached to a delivery wire and another coil still attached to the delivery wire was also inside the microcatheter. No anomalies were noted to the subject device, other than some blood. Based on the investigation and information available, this event is associated with a product that meets design and manufacturing specifications, and was used in according to the directions for use, but device performance was limited due to procedural factors/operational context.